Event description:
The pt ((B)(6)) was implanted with two percutaneous leads for purposes of a trial. It was reported following the procedure, the pt presented symptoms of cerebrospinal fluid leakage which included pain and pressure between the shoulders and neck, nausea, vomiting and a headache. The leads were removed and a clear fluid was observed leaking form the wound. The pt was subsequently hospitalized. Follow-up on this matter found that although not completely resolved, the pt's symptoms continue to improve. The pt remains hospitalized.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.